Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) would not turn off. In addition the patient reports they are unable to use their pdm as it hit to the touch.